Event description:
The customer reported that there were intermittent column lift problems. Also, there was no hand switch.

Manufacturer narrative:
The ge service rep ordered parts prior to demo system arrival based on symptom provided. The system required new batteries and a power supply. He replaced the batteries and power supply. The system now operates as intended.